Event description:
The customer reported to baxter (B) (4) that after 92 ml of 5fu and saline were being filled into a two day infusor, the reservoir ruptured. This event occurred prior to patient use; therefore, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the device. The reported condition of reservoir ruptured was confirmed. A definitive or assignable root cause was not identified during sample evaluation. (B) (4).